Event description:
It was reported that a patient underwent an atrial fibrillation ablation wih a qdot micro¿ catheter and the patient experienced hemorrhage that required surgical intervention. After the catheterization, bleeding occurred from the intercostal artery. The bleeding was stopped by cardiac surgery and the patient stabilized. Patient improved. The physician commented that procedure (ablation) might have damaged the vessel. The physician commented that a possible cause of the intercostal artery hemorrhage might have been excessive ablation at the inferior posterior wall of right pulmonary vein, but this was uncertain. Access site of jj catheter and sheath was inguinal vein. Jj products did not come into contact with intercostal artery.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31417034l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).